Event description:
Approx two weeks ago, the user experienced symptoms of sweatiness, shakiness and dazed and clammy. He noticed that segments were missing on the meter. The pt tested his blood glucose and received a 58 mg/dl. He took his insulin based on a sliding scale and then his spouse took him to the hosp due to the low readings. Initally the pt reported that he retested and received a 222; however, after speaking to the pt, mas found out that he did not retest after the reading of 58 mg/dl. The pt refused to provide mas his insulin regimen. In the ER, the user's blood glucose was 300 mg/dl, he was treated with insulin and kept overnight for observation. The pt has had the meter for a month and claims the meter has not been dropped. The pt does not recall the readings the day prior to the incident and claims the readings were "normal". A normal reading for him is in the "mid 100's". Customer service sent the pt a new meter.